Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts and blood on his back along the spine. It's reported that the patient has skin cancer as well as a wound vac. The lifevest contact is irritating or exacerbating a pre-existing condition. The patient reported falling. There are no allegations that the device caused or contributed to the fall. The patient's physician recommended removing the device. The outcome of the welts are unknown.